Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while wearing the lifevest. Device was started up at 09:33:38 on (B)(6) 2022. From 13:14:16 to 13:15:50, an arrhythmia was detected two times. ECG shows sinus bradycardia @ 30 bpm with hb, bbb, and CPR/electrode lead fall off. Detection stopped at 13:16:08. Vf was seen intermittently from approx. 13:27:37 to 13:36:14. Hr not in detection sequence long enough and CPR/electrode lead fall off prevented the lifevest from treating the patient during these two times. The electrode belt was disconnected at 13:39:49 on (B)(6) 2022. Per holter monitor the patient was in sinus bradycardia @ 30 bpm with pvc's, CPR/electrode lead fall off. The rhythm then degraded to vf with CPR/electrode lead fall off. The patient received four non-lifevest defibrillations during vf with CPR/electrode lead fall off. The patient received the fifth non-lifevest defibrillation at 13:38:20 during CPR/electrode lead fall off that lasted until the electrode belt disconnection. CPR/electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient. The patient passed away on (B)(6) 2022. Reporting due to precluded treatments due to CPR/electrode lead fall off.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.